Manufacturer narrative:
The driver was returned for evaluation. Approximately ~5mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload.

Event description:
It was reported that the patient underwent a transforaminal interbody fusion surgical procedure. It was reported that the tip of the driver broke off while implanting a screw. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.